Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-nov-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline was disconnected and the primary controller exhibited an unexpected loss of power, multiple vad stops, a poor mechanical connection due to bent power port pins, and there was a disconnection of both power sources from the controller. The primary controller was exchanged with the back-up controller. The back-up controller exhibited an unexpected loss of power and poor mechanical connections due to bent data and power port pins which resulted in a vad stop alarm. Emergency services were called and the emergency medical technician disconnected both power sources from the back-up controller in order to silence the vad stop alarm. It was also reported that the vad driveline was being disconnected for unclear reasons. The controllers were exchanged and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and two controllers (B)(4) were not returned for evaluation. Review of visual evidence provided by the site revealed bent pins in both the power ports of the controller (B)(4) and bent pins in both the power ports and serial port of the controller (B)(4). Log file analysis pertaining controller (B)(4) revealed two controller power up events with associated motor starts on 08-jul-2019 at 07:32:40 and on 13-jul-2019 at 03:45:36. The first controller power up event was logged when the controller was powered on for the usage. The controller was without power for 6 hours, 56 minutes and 15 seconds. The controller was without power for 3 minutes and 37 seconds during the second power up event. Additionally, there were multiple controller power up events logged due to the disconnection of the driveline from the controller. Alarm log file revealed multiple vad disconnect alarms due to the physical disconnection of the driveline from the controller. Log files pertaining controller (B)(4) revealed one controller power up event with associated motor start on 13-jul-2019 at 03:51:02. The controller was without power for 2 minutes 34 seconds. Alarm log file revealed three vad stop alarms on 13-jul-2019 at 03:44:55 and 03:51:06 and on 19-jul-2019 at 15:10:39, due to the physical disconnection of the driveline. Which correlates with the event description. As a result, the reported loss of power, poor mechanical connection and vad stop alarm events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of vad disconnect alarms can be attributed to physical disconnection of the driveline. The most likely root cause of the reported bent pins event can be attributed to a misalignment between the serial port and data cable; misalignment between the power port and battery output connector. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. Concomitant medical products: serial #: (B)(4), device eval by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 213, 3243, FDA conclusion code(s): 19, 4315; serial #: (B)(4), device eval by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 213, 3243, FDA conclusion code(s): 19, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.